Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchoring system was used as an accessory device in the patient for the endovascular treatment for a 55 mm abdominal aortic aneurysm. The endoanchors were implanted for prevention of neck dilation in a previously implanted non-mdt stent graft. Neck length was reported as 12mm and there was 40% thrombus at the seal zone with 5% calcium. It was reported that during the index procedure the first endoanchor did not adequately penetrate the aortic wall at the right posterior position. It was reported this was due to the endoanchor deflecting. No additional clinical sequelae were reported and the patient is fine.